Event description:
It was reported via clinic notes that a patient was being referred for full revision surgery because high impedance was identified. The clinic notes also stated that the patient had 6 seizures in (B)(6) 2016 and was only having 1 seizure per month prior to then. The patient had full revision surgery on (B)(6) 2016. The explanted product was discarded by the facility. No further relevant information has been received to date.